Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were 200 occurrences where syringes were not able to be assembled correctly as the syringe did not drop into the safety device with a bd ultrasafe¿ plus x100l png rfs. The following information was provided by the initial reporter: assembled 500 safety devices. Around 40 % of the syringes can`t be assembled in the standard way. These 40% of syringes did not drop into the safety device. Rather, they get hung up in the device before reaching the snaps. This syringes stick around 1 cm over. The syringe could be easily pushed with a finger completely in the safety device. But this is not the normal assembling process and not common for the clinical production, because we normally have a plunger rod already assembled in this assembling step. If you push the syringe in the safety device by finger you feel a scraping of the syringe in the safety device (area around the spring). During visual inspection afterwards you can`t see any damages or scratches.

Manufacturer narrative:
Investigation: photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection of the symptom perceived by customer. Bd has implemented the free fall test and the new version of the instruction - (B)(4) - is clearly define that the checking of the free fall assembly of the syringe to the safety device.

Event description:
It was reported there were 200 occurrences where syringes were not able to be assembled correctly as the syringe did not drop into the safety device with a bd ultrasafe¿ plus x100l png rfs. The following information was provided by the initial reporter: assembled 500 safety devices. Around 40 % of the syringes can`t be assembled in the standard way. These 40% of syringes did not drop into the safety device. Rather, they get hung up in the device before reaching the snaps. This syringes stick around 1 cm over. The syringe could be easily pushed with a finger completely in the safety device. But this is not the normal assembling process and not common for the clinical production, because we normally have a plunger rod already assembled in this assembling step. If you push the syringe in the safety device by finger you feel a scraping of the syringe in the safety device (area around the spring). During visual inspection afterwards you can`t see any damages or scratches.